Event description:
It was reported that the minicap sponge did not seem to have enough iodine on it and was dry. The patient did not use the cap. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report two of two.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). The lot was manufactured on a date between 04/29/2015 and 05/06/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.